Event description:
Ous MDR - home monitoring alerted eos on this device. The patient had an MRI without the device being programmed in MRI mode.

Event description:
Ous MDR - home monitoring alerted eos on this device. The patient had an MRI without the device being programmed in MRI mode.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted for a period of 27 months, and 10 charge processes had been documented. The electrical analysis first checked the memory content of the ICD. No anomalies were found. The battery status eos was detected on (B)(6) 2018 at 06:40 a.m. In a next step, the eos state was removed with a technical programmer, and the device then showed the bos state. The battery voltage of 3.09 v indicates a charged battery. The eos detection is with high probability due to the impact of the strong external magnetic field, which indicates the beginning of the described magnetic resonance tomography. It was reported that the MRI mode of the ICD was not activated at that time. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction; the device proved to be fully functional. The signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. In summary, the implant proved to be within the electrical specifications. No indication of a device malfunction was found. It is very likely that the observed device behavior resulted from the influence of the strong external magnetic field during the magnetic resonance tomography since the MRI mode of the ICD was not activated during the MRI exam. There was no material defect or manufacturing error.